Event description:
Pt's mom reports that the cadd extension tubing lot no 3788311 was leaking and the lot number 3891181 was leaking on 04/28. Defective tubing did not cause any interruptions in pt's infusion and did not cause any harm to the pt. They had back up tubing to switch to. They have tubing available to return to pharmacy. Md is aware. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.